Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the high voltage right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements of 135 ohms. Upon further review it appears that the shock impedance measurements have been chronically elevated. It was noted that the shock impedance measured at 131 ohms at last in office check in two months earlier. The root cause of the high shock impedance measurements was not determined and the clinic has opted to continue to monitor the patient. The rv lead remains in service and no adverse patient effects were reported.